Event description:
It was reported that the device was not working. It is unknown which procedure was being performed and if a backup was available. Results of the investigation have concluded that the device runs automatically and locked pad when powered on which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.